Event description:
It was reported that the ilet touchscreen was cracked and the device was no longer functional, with background circumstances of the damage unknown; the device was used with a dexcom g7 sensor and the patient had backup therapy available. Symptoms included no adverse clinical effects reported. Outcomes included no impact beyond device replacement, and no medical intervention, emergency care, or hospitalization. Investigation included collection of case details, confirmation of device damage through a user-supplied photo, and arrangement for device replacement with education on device management and data syncing. Investigation of this case revealed a damaged touchscreen resulting in loss of device function. It was concluded that the device exhibited a screen breakage leading to failure to operate; causality could not be determined from the available information.